Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, verified that all services were running properly, and confirmed that messages were actively processing. The tss contacted the customer and confirmed that the issue had already been resolved after the it (information technology) team rebooted the carefusion coordination engine (cce) server. The tss reviewed the health sight viewer (hsv) and confirmed that there were no delays or errors with patient or order data. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where orders were not crossing over from epic to pyxis. The customer noted interface seems down and put all pyxis stations in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.